Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing ,'sporadic upstream occlusions' was not reproduced. Upstream occlusion testing was performed and the device passed testing. A review of the history log revealed multiple "upstream occlusion!" Messages. The event history log cannot confirm if the alarms were true of false. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upstream occlusion testing was performed and the device passed testing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had sporadic upstream occlusion alarms using new administration sets. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.